Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
(B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "just answered a call from the wife of a patient who had surgery at (B)(6) . She told me during the night, the tubing became disconnected from the the catheter. I advised that she call anesthesia because they would be able to give clinical advice on the situation and they may be able to point her in the right direction on how to help her husband manage his pain better. The pump was shut off so it's not giving any pump unattended. She said she would give anesthesia a call." A patient was involved but not harmed.